Event description:
The customer reported that the system was arching from the x-ray tube and had no image displayed. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube and the image intensifier power supply were replaced during the service call. The system was tested and found to be working as intended and put back into service.